Manufacturer narrative:
Company comment: the serious expected event of nodule at implant site was considered possibly related to the treatment. Seriousness criteria include the need for multiple medical interventions and permanent damage. The potential root cause is the treatment procedure. Sculptra was used off-label and was intentionally misused with regard to dilution and cannula use. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The lot number was not reported, and product verification could not be completed. A follow-up was attempted, but without success. Based on the information obtained to date, the case does not indicate a non-conforming product or malfunction. The investigations performed are therefore considered adequate, and no additional investigations will be conducted unless further information is received. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number: (B)(4) is a spontaneous report sent on 07-may-2024 by a physician concerning a 56-year-old female patient. The patient had wrinkle and thin skin rich in blood vessels in neck area. The hcp denied allergies and concurrent diseases. No information about previous filler treatments has been provided. On (B)(6) 2023, the patient received treatment with sculptra to neck (unknown amount, lot number, injection technique and needle type). Sculptra was injected to neck (off label use of device). No other treatments in the neck area were performed. On (B)(6) 2023, the patient received a third treatment, with a total 20 ml of sculptra, 10 ml to each side of the neck, using a 23 g cannula (unknown lot number and injection technique). Concomitantly, xylonest 1% [prilocaine hydrochloride] was applied. Sculptra was reconstituted with 20 ml ampuwa (water for injection). Sculptra was reconstituted with 20 ml ampuwa/administered with a 23 g cannula (intentional device misuse). Following the last sculptra treatment, on an unknown date in 2023, the patient experienced moderate progressive massive nodule formation (implant site nodule) on both sides of the neck. Since 2023, the physician has been treating the nodules in the neck area with triamcinolon [triamcinolone acetonide]. However, the corrective treatment has not been effective, and the nodules have continued to recur. On (B)(6) 2024, the patient received injection of 1 ml of nacl [sodium chloride] into the nodules. At the time of reporting, corrective treatment was still ongoing. The reporting physician assessed causality between sculptra and the adverse event as possible. Outcome at the time of the report: massive nodule formation was not recovered/not resolved/ongoing. Sculptra was injected to neck was recovered/resolved. Sculptra was reconstituted with 20 ml ampuwa/administered with a 23 g cannula was recovered/resolved. Tracking list: v.0 initial. V.1 fu received on 05-jun-2024 from the same reporter. Events (intentional device misuse and off label use of device) added. Updates included patient demographics, medical history, concomitant medications, suspect device volume, implant date, location, needle type, event onset date, severity, reporter causality, and corrective treatment details. V.2 fu received on 13-jan-2025 from the same reporter. Updates included event onset date, outcome and corrective treatment details. V.3 case reassessed and upgraded to serious. V.4 follow-up with the reporter was attempted but unsuccessful. The case has been reopened for submission of the final mir.

Manufacturer narrative:
Company comment: the serious expected event of nodule at implant site was considered possibly related to the treatment. Seriousness criteria include the need for multiple medical interventions and permanent damage. The potential root cause is the treatment procedure. Sculptra was used off-label and was intentionally misused with regard to dilution and cannula use. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. However, the lot number was not reported, and product verification could not be completed. A follow-up will be initiated to obtain the lot number and gather additional relevant information. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 07-may-2024 by a physician concerning a 56-year-old female patient. The patient had wrinkle and thin skin rich in blood vessels in neck area. The hcp denied allergies and concurrent diseases. No information about previous filler treatments has been provided. In (B)(6) 2023, the patient received treatment with sculptra to neck (unknown amount, lot number, injection technique and needle type). Sculptra was injected to neck (off label use of device). No other treatments in the neck area were performed. On (B)(6) 2023, the patient received a third treatment, with a total 20 ml of sculptra, 10 ml to each side of the neck, using a 23 g cannula (unknown lot number and injection technique). Concomitantly, xylonest 1% [prilocaine hydrochloride] was applied. Sculptra was reconstituted with 20 ml ampuwa (water for injection). Sculptra was reconstituted with 20 ml ampuwa/administered with a 23 g cannula (intentional device misuse). Following the last sculptra treatment, on an unknown date in 2023, the patient experienced moderate progressive massive nodule formation (implant site nodule) on both sides of the neck. Since 2023, the physician has been treating the nodules in the neck area with triamcinolon [triamcinolone acetonide]. However, the corrective treatment has not been effective, and the nodules have continued to recur. On (B)(6) 2024, the patient received injection of 1 ml of nacl [sodium chloride] into the nodules. At the time of reporting, corrective treatment was still ongoing. The reporting physician assessed causality between sculptra and the adverse event as possible. Outcome at the time of the report: massive nodule formation was not recovered/not resolved/ongoing. Sculptra was injected to neck was recovered/resolved. Sculptra was reconstituted with 20 ml ampuwa/administered with a 23 g cannula was recovered/resolved. Tracking list: v.0 initial. V.1 fu received on (B)(6) 2024 from the same reporter. Events (intentional device misuse and off label use of device) added. Updates included patient demographics, medical history, concomitant medications, suspect device volume, implant date, location, needle type, event onset date, severity, reporter causality, and corrective treatment details. V.2 fu received on (B)(6) 2025 from the same reporter. Updates included event onset date, outcome and corrective treatment details. V.3 case reassessed and upgraded to serious.